Manufacturer narrative:
Details are listed in the article titled "pacing beyond boundaries: report of a successful left bundle branch area pacing in a patient with dextrocardia. Journal of the american college of cardiology, suppl. Supplement 85.12: 4207. Http://dx.doi.org/10.1016/s0735-1097(25)04691-1.¿ author: salih, rayan; dodoo, sheriff; ahmed, sana; umana, idopise; chandra, shalabh. Northeast georgia medical center, gainesville, ga, georgia heart institute, gainesville, ga publication info: journal of the american college of cardiology, suppl. Supplement 85.12: 4207. Elsevier inc. (Apr 1, 2025). Note: the report was derived from a journal. Patient information and specific product details were not provided in the article.

Event description:
It was reported through the journal of the american college of cardiology that a tendril right ventricular (rv) lead was related to a cardiac perforation. It was reported that the rv lead was successfully implanted in the rv interventricular septum achieving left bundle branch area pacing (lbbap) that was confirmed with an electrocardiogram (EKG). A follow-up transthoracic echocardiogram was concerning for rv septal perforation. A cardiac computed tomography revealed a possible protrusion of the distal active-fixation helix in the left ventricular cavity. A decision was made to revise the rv lead. A replacement lbbap lead was implanted. Adequate placement was confirmed with fluoroscopy and EKG. Three months post-implant, the patient continued to have excellent lead numbers and evidence of the left bundle branch captured.